Event description:
It was reported that the patient's underwent a replacement procedure due to an unknown reason. The explanted products will not be returned per hospital policy. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2316-50. Serial number: (B)(6). Batch/lot number: 17450629. Model/catalog description: infinion 16 lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-3400-30. Serial number: (B)(6). Batch/lot number: 16232584 / 17421728. Model/catalog description: splitter 2x8 kit-sterile. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316. Batch/lot number: 17241724. Model/catalog description: clik anchor. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 25254142. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent a replacement procedure due to an unknown reason. The explanted products will not be returned per hospital policy. No further information has been obtained. Additional information was received that the patients leads had high impedances. The patient was doing well postoperatively.